Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The cause of peritonitis was unknown. The patient was treated with vancomycin (1.5g, intraperitoneally (ip), 3 doses every 4 days) and cefapime (1g, ip, daily for 10 days) for the event. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13b04045 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Per the additional information received, it was determined that the peritonitis resulted from a breach in aseptic technique. Therefore, the minicap transfer set is no longer a suspect product. As a result, it was determined that this report is a duplicate of report 1416980-2013-35553. All investigation activities will be captured under report 1416980-2013-35553.